Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, silicone migration, silicone granuloma, and capsular contracture, baker grade iii/IV.

Event description:
Patient reported left side "lump", "pains", "left implant has ruptured" and "trauma it causes" healthcare professional reported "lymph nodes containing silicone in armpit", "intracapsular rupture but no extracapsular silicone", grade iii/IV capsular contracture, and "silicone granulomas" via MRI. The device has been explanted and replaced with a non-allergan device.